Manufacturer narrative:
Study: (B)(6) clinical study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was implanted during a stent placement procedure for stone placement management and laser lithotripsy in the left distal ureter on (B)(6) 2021 as part of the (B)(6) clinical study. On (B)(6) 2021, a planned stent removal was performed. The implanted stent was successfully removed with no difficulty via a cyto/grasper in the operating room. Oral pain control was given to the patient. There was no new device implanted. The patient's condition following the removal procedure is reported to be stable. On (B)(6) 2021, the patient was hospitalized due to a urinary tract infection. The patient was given antibiotics and hospitalized overnight due to the urinary tract infection. The event was considered to be resolved as of (B)(6) 2021 and was discharged from the hospital. In the physician's assessment, the relationship between the procedure and the urinary tract infection is unlikely related and the relationship between the device and the urinary tract infection is possible.